Event description:
Ems personnel were attending to a pt in a 3rd degree heart block. The pt was unresponsive after atropine was administered and external pacing was initiated. The operator allegedly could not initially obtain capture, however after a increasing the pacing rate, capture was successfully obtained. The rptr stated there were no adverse effects to the pt as a result of the alleged malfunction.